Manufacturer narrative:
Unit received with broken off and missing the end cap. Unit received with missing motor assembly. Unit received with physical damage to electronic assy. Unable to perform displacement test due to physical damage to unit. Pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the screen was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.